Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom of infection was pus coming out of the pocket site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility.